Event description:
The patient reported that he was revised in 2006 due to severe pain following primary implantation. Patient now claims he is still having pain and there is a clicking sound when he walks or bends his knee. No intervention is planned at this time.

Manufacturer narrative:
This patient's revision in 2006 was previously reported on manufacturer's report number 2249697-2006-00025.